Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. The product was used off-label and not according to the information for use. No lot number or product evaluation sample is available, a detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed and will be monitored through our post market product monitoring review process. The initial reporter was unable to provide additional patient/event details. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
A nurse reported rectal bleeding upon discontinuing the fms signal device from a patient. Upon removal, it was noticed that the balloon was inflated to 100cc's using a different syringe than what was provided in the kit. The nurse did not know that only 45cc's of fluid should have been instilled in the balloon. The bleeding stopped and there was no permanent injury to the patient that resulted from this complaint.